Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events "granuloma", "swelling", and "redness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the marionette lines and mouth creases with juvéderm ultra plus¿ xc. The patient presented complications like granuloma, swelling, and redness in the injection site. The patient had a diagnostic imaging performed with the primary care practitioner who said the filler was visible. Over a year and a half after the injection, the patient was treated with 1.2 cc of hyaluronidase by injection intralesionally. On the same day, the patient was treated with clarithromycin 500 mg po bid #60, 1 refill. Over a week later, the patient was treated a second time with 1.0 cc of hyaluronidase by injection intralesionally. Treatment with 1.0 cc of hyaluronidase by injection intralesionally occurred a third time over a week later. The symptoms resolved 2 days after the treatment.